Event description:
Primary surgery - the patient was implanted with cement spacer molds and approximately 24 hours after surgery the patient went into a coma. Cobalt bone cement and a optivac mixer was used.

Manufacturer narrative:
The reason for this complaint was to report the patient was implanted with a cement spacer mold during the primary surgery and approximately 24 hours after surgery the patient went into a coma. There were no report(s) of any other patient injuries, activities, accidents or material contraindications that may have contributed to the need for this surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history record was conducted and no nonconformances were found. Product met specifications at time of manufacturing release. No non-conforming material reports (ncmr's) were associated with this part. A review of the complaint history indicates that this is the first complaint against this lot. This is the first complaint for event: coma. The root cause for the event was not reported. Products used in the surgery were optivac mixers and cobalt bone cement. The bone cement IFU contains a warning that adverse cardiovascular reactions can occur along with steps to be taken to minimize that risk. This incident does not indicate an adverse trend or a product problem. No other conditions relating to this event could be determined with confidence without further information. Should additional information become available this investigation will be re-opened for further review and assessment.